Manufacturer narrative:
During the coil embolization procedure of the l-acom artery aneurysm (7*7.2mm), the orbit rdfl complex coil ((B)(4)/ 15951711) stretched during adjustment. However, the stent was already deployed and the stretched coil could not be removed. The surgeon had to introduce the stretched part to external carotid artery and completed the procedure. No adverse event occurred. Prior to the event, during the position, the surgeon noted the shape was not good and withdrew it. There was no adverse event and the device remains implanted. The product was not received for analysis. Review of lot 15951711 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A review of the manufacturing documentation associated with the coil lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available information, the protrusion of the coil out of the aneurysm and stretching may have been impacted by the aneurysm characteristics/neck size as well as interaction with the unknown stent. Procedural/clinical/patient factors appear to have contributed to the reported events. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization procedure of the l-acom artery aneurysm (7*7.2mm), the orbit rdfl complex coil (638cf0721/15951711) stretched during adjustment. However, the stent was already deployed and the stretched coil could not be removed. The surgeon had to introduce the stretched part to external carotid artery and completed the procedure. No adverse event occurred. Prior to the event, during the position, the surgeon noted the shape was not good and withdrew it. There was no adverse event and the device remains implanted.

Manufacturer narrative:
Review of lot 15951711 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt